Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for the return of the suspect device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to corrupted software. The software was installed to resolve the report. It could not be firmly established how the software became corrupted. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.